Manufacturer narrative:
Correction: d3, g1: email address. Investigation evaluation: it was reported that during a "stone surgery" with unspecified rigid ureteroscopy the hydrophilic cover of a urostream hydrophilic wire guide (lot number unknown), broke away from the wire and remained in the kidney. The cover of the wire guide was retrieved with an unspecified stone extractor. The coating of the wire guide was activated with saline solution. The customer did not keep the package of the wire guide so they couldn't confirm the lot number. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, instructions for use (IFU), device master record (dmr) review, quality control (qc)procedures and a visual inspection, and functional test of the returned device were conducted during the investigation. One used a urostream hydrophilic wire guide was returned. The returned used device was observed to have peeling and delamination of the jacket throughout the entire length of device exposing the inner metal core of the wire guide. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. A review of the device specification was performed, including quality control procedures. Cook has concluded that sufficient inspection activities are in place to assure functionality and device integrity prior to shipping. The evidence from the complaint file and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Instructions for use (IFU). The wire guide is supplied with IFU which includes the following. Warnings: the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. Failure to cover the wire guide with solution may lead to difficulty and patient injury when the wire guide is advanced. To prevent possible tissue damage, care should be taken when manipulating a procedural device over a wire guide during the device's placement and withdrawal. If resistance is felt during device placement, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of the resistance cannot be determined, remove the wire guide and device as a unit to prevent possible damage and/or complications. Precautions: manipulation of the wire guide requires appropriate imaging control. Use caution not to force or overmanipulate the wire guide when gaining access. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that during a "stone surgery" with unspecified rigid ureteroscopy the hydrophilic cover of a urostream hydrophilic wire guide broke away from the wire and remained in the kidney. The cover of the wire guide was retrieved with an unspecified stone extractor. The coating of the wire guide was activated with saline solution. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer (person): phone: (B)(6). G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.